Event description:
It was reported that during cleaning the cordless driver 2 handpiece leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
It was reported that during cleaning the cordless driver 2 handpiece leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual examination, no failures were identified which would have likely caused or contributed to the reported leak. It was confirmed that no rust or corrosion was observed in the device. The device was serviced for preventive maintenance, and returned to the user facility.

Manufacturer narrative:
Investigation is in progress. A follow-up will be submitted upon completion of the investigation.